Event description:
It was reported that during use tubes are under filling with a bd vacutainer® 9nc 0.129m plus blood collection tubes. This occurred on 50 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: have been experiencing consistent under filling of 1.8ml citrate tubes, as a result of collections by multiple people using devices they have used for years. They have been noticing intermittent issues over the last couple of weeks.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use tubes are under filling with a bd vacutainer® 9nc 0.129m plus blood collection tubes. This occurred on 50 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: have been experiencing consistent under filling of 1.8ml citrate tubes, as a result of collections by multiple people using devices they have used for years. They have been noticing intermittent issues over the last couple of weeks.